Manufacturer narrative:
A device check was performed on site and the device logs were downloaded for investigation. The investigation has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
(B)(4).